Event description:
It was reported that the system would not initialize and start up, not boot. There is no report of injury of death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The hard drive and the software upgrade were installed during the svc call. The sys was tested adn found to be working as intended and put back into svc.